Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. It was also noted that once the cup was exposed, the liner was found to have looked yellow.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product problem. There is fairly heavy extraction damage/deformation of the liner material. The greatest articulating surface wear is found on the superolateral margin of the liner, possibly indicating an increased lateral inclination of the acetabular cup. However, no x-rays were provided and positioning cannot be definitively commented upon. There is damage on the backside of the liner from screw head wear/deformation indicating the screw may not have been fully seated. The femoral head has minimal metal transfer, likely from extraction damage. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Product problem has not been identified. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.